Manufacturer narrative:
The reported event was not duplicated; however, the device had corrosion which had affected the motor assembly and its flex circuits.

Event description:
It was reported that the remb electric wiredriver was able to run on its own at the user facility. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.